Manufacturer narrative:
Concomitant medical products: 1388tc lead, implanted: (B)(6) 2005; 506852 lead, implanted: (B)(6) 1998 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the entire pacing system was removed due to a systemic infection. No further patient complications have been reported as a result of this event.